Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low and high blood glucose incidents starting from around (B)(6) 2018 with unknown blood glucose levels at the time of the incidents. The customer used the pump and manual injections to treat the highs and food for the lows. The customer did not mention any symptoms. The customer was most likely wearing the insulin pump during the incidents. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the call was disconnected. The customer mentioned their transmitter was not working. The insulin pump will not be returned for analysis.